Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 3. The patient's largest prescribed fill volume (lpfv) was 1800 ml and the drain volume was 3031 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. A visual inspection revealed a damaged vsr transducer tubing. The leak was repaired. An instance of increased intra-peritoneal volume (iipv) was identified during review of the device logs. The device was determined to meet electrical performance specification requirements. The pal evaluated the device and determined the device was functioning to specifications while in the customer?s procession. A service history review revealed no issues that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).